Event description:
Patient reported that the aligners moved their teeth too quickly and led to a crown coming off, a couple of cracked teeth and gum damage.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.